Event description:
Boston scientific received information that this lead was an attempted right ventricular (rv) implant. However, the helix became stuck on the tricuspid valve, the physician was not able to free the helix, and the lead was eventually surgically abandoned at the pocket. Another rv lead was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.